Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 390 mg/dl. During troubleshooting with tandem technical support the pump data was reviewed and found 2 incomplete bolus alerts. Customer stated that they were forgetting to deliver a bolus during the night on occasion, and when they would forget they would experienced elevated bg levels the next morning. Customer delivered boluses to bring bg levels to target range.